Manufacturer narrative:
The subject otv-s7proh-hd-10e has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject otv-s7proh-hd-10e to determine the cause of this phenomenon when omsc receives it. Otv-s7proh-hd-10e instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure using the otv-s7proh-hd-10e, the otv-s7proh-hd-10e had no power. The user lost image of the otv-s7proh-hd-10e. The user replaced the subject otv-s7proh-hd-10e with another similar device and completed the procedure. There was no report of the patient¿s injury regarding this event other than the replacement of the subject device.

Manufacturer narrative:
Olympus keymed received a report from a medical engineer. According to the report, the product that caused the problem was the processor otv-s7pro instead of the camera head otv-s7proh-hd-10e. There is no problem with the subject otv-s7proh-hd-10e.regarding the problem of model otv-s7pro, olympus will submit the MDR separately.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".